Event description:
It was reported that bd insyte autog bc blu 22ga x 1.0in catheter split it was reported by the customer that placing a 22g in the rac got flash started to thread and catheter split in half verbatim: rcc received a complaint via email. Please include our intermountain case number (B)(4) with all email communications. Situation: placing a 22g in the rac got flash started to thread and catheter split in half background: event date: item description: catheter IV insyte autoguard b/c blu 22gax1.00 (382523) intermountain health #: (B)(4). Mfg #: 382523. Lot #: 5226524.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed, and the cause appeared to be associated with use. The returned 22g insyte autoguard IV catheter exhibited evidence of use. The IV catheter was received without the needle. A microscopic examination of the IV catheter revealed a v-shaped breach in the tubing near the catheter tip. The size and direction of the breach was consistent with needle puncture damage. As the sample exhibited evidence of use, the damage likely occurred due to complications during the insertion process. Had the IV catheter been punctured by the needle during assembly/manufacturing, the resultant damage likely would have precluded venous access. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.